Event description:
It was reported that the patient underwent a surgical procedure to replace this inflatable penile prosthesis (ipp) due to fluid loss and inflation issues. It was added that the entire device was destroyed while being explanted by bovie and scissors, and only shreds remained and had to be cut out to remove from patient. There were no patient complications reported.